Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required and f2201 biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade ii, "slight inflammatory reaction" and "color modification discovered upon surgery". The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4, d.9, h.4, h.6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening on posterior side assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event not related to the device. ¿ product discolored: wear abrasion is observed. Additional observations: ¿ creases are observed. ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.